Event description:
It was reported that during a laparoscopic tubal ligation procedure, the cartridge fell out. It was seated properly. It is unk if it fell into the pt. A second device was pulled and when they attempted to fire it, the handle seemed broken. It misfired. No clarification of what is meant by misfired. A third device was used to complete the procedure. There were no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.